Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while at home, the patient experienced red heart alarms on the system controller. The patient changed to his back-up system controller and went to the emergency room. No active alarms were noted. The patient reported that the system controller always reflects ---. The patient admitted feeling symptomatic when swapping system controllers. The patient was admitted to address elevated blood pressure and diaphoretic weakness issues. Data log files were submitted to the manufacturer. A low battery hazard condition was noted. In addition, a low supply voltage appeared when connected to the power module which could possibly be a patient cable issue. Batteries may also be discharging too rapidly.

Manufacturer narrative:
Additional information: the investigation of the system controller did not confirm the report of red heart alarms; however, low battery advisories/hazards and the reported flow blanking was confirmed based on the evaluation of the log file. The log file was downloaded from the system controller, and throughout the log file, it contained several low battery advisory and hazard alarms active when the system controller was connected to the power module. When connected to the power module the relative state of charge (rsoc) for each of the power cables, and the voltage being supplied to the system, was typically in the 12 to 13 volt range; whereas the expected rsoc and voltage is approximately 14 volts. These alarms also occurred when the patient was connected to the battery power. The log file also contained several intermittent blank flow display occurrences that were flagged as active. Flow is an estimated value based on pump power and speed. The flow will display as ¿---¿if the flow estimation falls outside the expected operational range. The system controller was functionally tested and was found to operate as intended during analysis. The log file data and the analysis of the system controller indicates a potential issue with the patient cable. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that the patient was issued a new 14 volt power module patient cable and there have been no further low voltage issues.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.